Manufacturer narrative:
Retrospective medical device reporting.

Event description:
Mrs (B)(6) was on the stairlift, coming down the stairs when the stairlift jolted (after inspection, 5 teeth had snapped off rail and customer fell off the lift. Customer was not wearing the seatbelt as she says it is too small for her. Bruising to side and legs.